Event description:
From a user facility medwatch is was reported that after the hernia repair surgery was completed, the patient was noted to be hypotensive, so the surgeon made the decision to open the patient back up, and found a small arterial bleeder on the posterior aspect of the stomach at the area where the hernia sac had been dissected free from the abdomen. The vessel was suture tied, and the patient was given four liters of blood. No other patient injury was reported.

Event description:
It was reported that during a low anterior resection procedure, the doctor fired the gun initially and it appeared the staples formed on inspection. When the cdh gun was inserted up to the staple line it appeared the staples had come open/apart and had not formed initially threw, therefore there was a hole. The doctor had to use a contour gun and it worked fine so no adverse effect to patient. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B)(6).

Manufacturer narrative:
The harmonic scalpel was not returned to ascent healthcare solutions. Photographs of the complaint device were taken at the facility and submitted to ascent. The photographs showed evidence of clinical use by the blade being charred and the teflon pad had a deep indentation and was split halfway from the distal tip. With regard to the device damage, ascent healthcare solution's instructions for use (IFU) state: "take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument." Ascent's IFU also instructs to: "verify hemostasis after withdrawing instrument. If bleeding is still observed, employ appropriate techniques to achieve hemostasis. Per the medwatch report received, it is believed, this practice was followed based on the statement: "at several times, during the case and again at the end of the case, the surgical site was inspected for hemostasis, which was well obtained." The report also provides further statements such as: "there was no evidence of any ongoing bleeding" and "the physician watched the seal, and believed the seal was good as it was pulsating." These statements indicate that the device performed as intended and coagulated the vessels. Based on the statements provided indicating the seals were inspected on multiple occasions and qualified as "good" and since the device was not returned for evaluation, ascent cannot conclusively determine that the cause for the reported incident was the harmonic scalpel in question. The device history record for the returned device indicates that the scalpel passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Manufacturer narrative:
An evaluation of the subject device will be performed upon receipt of the device. Upon completion of the evaluation, a follow-up medwatch will be submitted.